Event description:
The male pt rec'd a 2.5x18 cypher select plus stent in the proximal lad. After the stent was implanted, a type a dissection was noted which was treated with a 2.75 x 13mm cypher select plus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A female pt from the clinical study experienced a dissection during intervention. Past medical history includes family history of cad, hypertension, hyperlipidemia, atrial fibrillation and diabetes mellitus. This pt's history puts her at increased risk for mace. The indication for the procedure was unstable angina pectoris. Pci was performed on a 90% de novo lesion in the proximal lad. Intra-procedure medications included clopidogrel and heparin. The lesion was 16mm in length in a 2.5mm vessel diameter. The (b1) concentric lesion was heavily calcified. The lesion was pre-dilated before the implantation of a 2.5x18mm cypher select plus stent deployed at 12 atmospheres. The stent was post-dilated because a type a dissection was noted. Additionally, a 2.75x13mm cypher select plus was deployed at 12 atms overlapping the first stent to treat the dissection and the event resolved without sequel. The residual diameter stenosis measured 0%. Pre-procedure cardiac enzymes were not done. Post-procedure ck and troponin levels were within normal limits at 24hours-discharge. Ck-mb was not checked. Medications at discharge included clopidogrel, vitamin k antagonist for atrial fibrillation, oral antidiabetics, statins and beta-blockers. At one and six-month follow-up, the pt was asymptomatic and complaint with the medical therapy prescribed at discharge. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. Review of the info provided suggests that pt factors (specifically diabetes) and vessel/lesion characteristics (small diameter and highly calcified lesion) may have contributed to this event.